Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device restarts by itself. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided to the patient. There was no delay to therapy noted.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the v60 switch printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.